Manufacturer narrative:
A medtronic representative (rep) went to the site to test the equipment. Testing revealed that the image acquisition system (ias) booted up to the e-stop condition and wouldn't reset. It was found that the e-stop button wouldn't clear. The rep replaced the display panel and reseated the pendant dongle. This resolved the issue. The imaging system then passed the system checkout and was functioning normally. The display panel was received by medtronic but was under analysis at the time of filing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the emergency stop button was pushed, and when going to reset the imaging system, an error kept popping up telling the user to do a system restart to reset. The site had restarted the system multiple times, but all attempts were unsuccessful. There was no patient present when this issue was observed. The site biomed who called this issue in noted that the system had been down for almost a week before this issue was reported to medtronic.

Manufacturer narrative:
H2: device evaluation: h3: analysis was completed for the display panel that was returned to medtronic, and the reported problem was confirmed. Continuity testing of all four contacts showed all four to be shorted in both the normal state and the actuated state. The switch did not change state when activated. Analysis determined there was an electrical failure with the display panel. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.